Event description:
The following information contained in the grant award progress report titled "a closed-loop responsive approach to treat freezing of gait in parkinson¿s disease" was reported by a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease. Summary: specific aim 1: to record electrophysiology in the form of local field potentials from ppn plus gpi to uncover the neural networks important to locomotor function, and to elucidate the markers of freezing of gait in advanced pd. This work will collect the information necessary to (I) detect freezing of gait events in parkinson¿s disease in real time and (ii) to develop a closed loop dbs approach to terminate such detected events. There will be three projects modeling the physiology data and one project examining multi-system sensing. Specific aim 2: to determine if acute (i.e., interventional) bilateral ppn plus chronic bilateral gpi dbs will improve locomotor function and postural stability in advanced pd. We aim to evaluate the effects of bilateral ppn stimulation on freezing of gait and locomotor function. There will be a primary outcome examining freezing of gait improvement and also a safety outcome. It was reported that the there was an erosion that was surgically addressed via a revision procedure. The event was resolved. No further complications were reported/anticipated.